Event description:
It was reported that the pump was intermittently hot to touch when charging. Reportedly, the customer believe that the insulin was "denatured" by the pump becoming hot. Customer's blood glucose (bg) was 419 mg/dl. A manual injection was administered and correction boluses were delivered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer continued using the pump for insulin therapy.